Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during PICC line insertion, the 3cg wire came back bent in 2 spots at the tip when pulled back after meeting central resistance. Attempted advancing PICC with 3 cg wire approximately 2-3 times. Assessed the wire and found it bent. Asked for new 3 cg wire for the rest of the procedure as integrity compromised and did not want to continue using it. Second 3 cg wire used for another attempt to get PICC central. Some resistance felt again. Removed and assessed the wire after resistance met and unable to position PICC centrally and noted this wire to have a bend to it as well. Decision made to abort procedure. On 7/10/19 - the returned sample had two kinks. The returned wire was the second wire used. This report addresses the first wire used which is being reported as it is reasonable to suggest that both implicated devices demonstrated the same failure.